Event description:
It was reported that the patient received inappropriate shocks. Multiples episodes of noise were detected at a previous follow-up. Lead insulation damage was observed in the clavicle area and in the distal portion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.